Event description:
It was reported to the aci sales professional that a pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician experienced a "device failure". No further info is available.

Manufacturer narrative:
The device was returned for investigation. The advancer tube was inside the shuttle cartridge as rec'd. Based on the provided info and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube. As the failure could not be observed, the root cause of the incomplete engagement could not be conclusively determined. The review of the lhr (lot f1203002) indicated that the device lot met all established performance criteria prior to shipment. Limited info was provided at the time ((B)(4) 2012) this event was originally reported to aci. The reported event was deemed not reportable. Upon completion of the investigation of the returned device, the reported event was re-assessed and determined to be a reportable event.